Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that when the patient presented for lead extraction, all leads had protruded through the pocket. The ra and rv leads were removed without difficulty; however, an attempt to remove the lv lead proved to be more difficult. The distal portion was stuck in the coronary sinus (cs). A catheter was inserted into the groin and past into the cs to cause counter traction. All leads were successfully explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00172; 2938836-2020-00235; 2938836-2020-00236. It was reported that the patient presented in clinic with redness at the device site. The lower right and upper left aspects were discolored and purple in color. When the physician explored the pocket, there were no signs of infection so all leads were capped and left in place. The device was explanted due to erosion. However, culture test later showed staphylococcus epidermis. Lead extraction was planned. The patient¿s condition was stable before, during and after the procedure.